Manufacturer narrative:
A ge oec service rep investigated the issue and could not be duplicate the malfunction. All pcbs were re-seated to assure contact. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. No patient was involved as the facility was repairing the system when the new error displayed the malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed communication failure error.